Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The customer stated "permanently deflated nosteu". The patient was intubated on (B)(6) at 11am in the "service". Reintubation on guide (B)(6) around 11am. The balloon was found pierced. The punctured balloon arose a few hours after the patient's intubation, while the equipment was in use. That lead to an inadequate ventilation. A re-intubation on a guide was necessary with a new probe. D was hospitalized for . There was no medical treatment following this incident. An x-ray was taken to check the correct position of the device. Once the intubation probe had been removed, it was noted a leak in the apical part of the balloon. This was found by immersing the intubation probe in water and inflating the balloon.

Manufacturer narrative:
Investigation summary: the sample returned consisted of one (1) for p/n: 100/189/080, l/n: 4038560, returned sample was received in used condition, in a plastic bag. Visual inspection: the complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination. Results: damage was detected in the cuff tracheal 8.0mm. Conclusion: according with the damage in the cuff tracheal 8.0mm detected during the visual inspection, the failure mode ¿a0062 - breakage/cut¿ reported in the complaint was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.